Event description:
Caller reported a malfunction on the pump that occurred after the pump was dropped. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, resolving the time settings issue and enabling continued use of the pump. The caller was advised to call back if the malfunction code recurs, and acknowledged understanding of these instructions.